Event description:
Abbott freestyle libre 3+. Had false low readings, with alarms going off, early this morning while sleeping. Then an error message came up & and said that a new sensor needs to be placed. Since this morning's change, 3 additional sensors have failed with the same problem. The current new sensor, #4, is working after 2 hours. I checked the failed serial numbers against abbott's recall serial numbers, and none of ones that went bad matched the posted recall numbers. Called abbott & they will replace all 4. My family [to include myself] and dogs do not appreciate the alarms sounding off, especially in the middle of sleep time. Pt code: 4582. Device codes: 2460, 2588. Ref reports: mw5185712, mw5185713, mw5185714.